Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification. Concomitant products: product ID 2090w programmer. (B)(4).

Event description:
It was reported that the programmer had a broken door on the compartment where the power cord was stored. The programmer was returned for service. It was further noted that two radio frequency programmer heads which were returned with the programmer were "broken." There were no patient complications reported as a result of this event. One programmer head tested out of specification during manufacturer product analysis.